Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they need a reprogramming appointment. Patient stated they feel the stimulation where it's supposed to be at times, but last night when they would lay down they felt the stimulation up in their ribs. Patient confirmed they have not changed therapy groups. When asked event date, patient stated this has happened several other nights but more so last night. Patient was redirected to their healthcare provider to further address.